Event description:
A customer reported two incidents where the patient results were out of sequence when running tests for bun and glucose. A postively biased glucose result was reported to the physician but there was no alteration in treatment due to this result. There was no report of patient harm as a result of this event.